Manufacturer narrative:
The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device had a hole in the hose was confirmed. An assessment was performed which found that the non-anspach hose had a spring missing and a hole, the device was power broken, there was gap between the elbow and the swivel, the vanes were worn, and the torque pin was bent over and had been doctored. It was further determined that the device failed pre-test for hose verification, muffler sock, housing/swivel, modified set screws, safety assessment, and rotational speed assessment. The assignable root cause of these conditions was determined to be traced to maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).

Event description:
It was reported that during pre-surgery testing it was observed that the hose of the motor device had a hole. During in-house engineering evaluation it was observed that the device was powerbroken. It was further determined that the device failed pre-test for safety assessment, and rotational speed assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.